Event description:
On (B)(6) 2011, the pt reported that the up/down buttons of the infusion device do not respond and he switched to his backup infusion device. He stated the issue began a month ago and was intermittent and has gotten worse. The buttons feel flat and he has to press hard several times for the infusion device to respond or to hear a beep. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.